Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have a higher resistance due to a short on the main circuit board component. This causes the device to power off and trigger a 10-beep watchdog alarm. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device is defective; it cannot be switched on properly or keeps switching itself off. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device is defective; it cannot be switched on properly or keeps switching itself off. There was no patient impact or consequence reported.